Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. Additional questions in regard to the incident have also been asked. When the device evaluation is complete or if additional information pertinent to the incident is obtained a follow-up report will be submitted. Visual inspection of the incident device found that the ski guide pin was missing from the ski guide lever that attaches to the handle. The missing ski pin caused the ski guide lever to bend, keeping it from following the internal a-track and making it difficult to unlatch the handle to open the jaws. Reports of missing ski guide pins are being investigated. No pt injuries have been reported as a result of these complaints. This device was recalled on november 09, 2011.

Event description:
The customer initially reported that after approximately four hours of use, the jaws of the device would not longer be opened. The instrument was removed from tissue without any pt injury or tissue damage. The incident device was returned and a visual inspection revealed that the ski handle pin was missing.